Manufacturer narrative:
Concomitant product: addrl1 ipg implanted: (B)(6) 2014.

Event description:
It was reported there was high right ventricular (rv) lead impedance, high threshold and an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.